Event description:
It was reported by service report that the siderails could not be locked in the up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: all siderails replaced due to corrosion.